Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality control data were within specification. A general reagent issue was not identified based upon the provided data. The system is performing to specification. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable thyroxine (t4) result for one patient sample. The initial result was 0.615 ug/dl and was reported outside the laboratory. They doctor called and requested they repeat the sample as he did not believe the result. The sample was repeated on (B)(6) 2014 with a result of 10.23 ug/dl. The repeat result was believed to be correct and a corrected report was sent. The patient was not treated based on the erroneous t4 result. There was no adverse event. The t4 reagent lot number was 17416503 with an expiration date of 01/31/2015. The field service representative was not able to determine a cause. He checked the system for any unusual wear or circumstances that would cause the issue and none were found. The customer performed successful qc and precision with no discrepancies. He determined the system was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.